Event description:
Diagnosed with adenosquamous carcinoma. Unknown at this point as to cause but have sterilized my CPAP for over 5 years with a soclean 2 sterilizer 14 hours before daily use. Always noted a residual odor in the headgear for several minutes after initiation of CPAP use. Looking into whether there have been any other reports of pulmonary cancers with long term use of a soclean 2 CPAP sterilizer. FDA safety report ID# (B)(4).